Event description:
Caller states the patient tested 133 mg/dl on the inform system and 13 minutes later 14mg/dl on a lab comparison. The patient subsequently 'coded' due to unk circumstance. Customer was not treated based on device result, treatment was delayed until the lab result returned. At the time the customer received 2 amps of dextrose, including an IV push of dextrose. Requested return of suspect system and replacement was sent.